Manufacturer narrative:
The customer reported that the central nurse's station (cns) received a power surge and the screen never turned back on. The customer performed some troubleshooting and determined that the screen failed. Nihon kohden technical support directed the customer to customer service so they can order a new screen. There was no harm reported.

Event description:
The customer reported that the central nurse's station (cns) received a power surge and the screen never turned back on.

Manufacturer narrative:
Details of complaint: on (B)(6) 2018, customer stated that device experienced a "power bump" which caused the screen to go out. It never turned back on after the power bump incident. Customer performed in-house troubleshooting and determined the display screen failed. Customer replaced the display screen with a new one to resolve the issue. Service requested: troubleshooting. Service performed: troubleshooting. Investigation result: it is unknown how the power bump has resulted in the display failure. Mu-971ra serial: (B)(6) was put into service on 1/6/2006. Service history shows this is an isolated incident. Display was not sent to nka for evaluation. The root cause could not be determined based on the information available. Additional information: b4. Date of this report. E2. Health professional. E3. Occupation. F6. Date user facility/importer became aware of the event. F7. Type of report. F11. Date report sent to FDA. F13. Date report sent to manufacturer. G4. Date received by manufacturer. G7. Type of report. H2. If follow-up, what type? Additional information. H3. Device evaluated by manufacturer? H6. Event problem and evaluation codes. H10. Additional manufacturer narrative.

Event description:
The customer reported that the central nurse's station (cns) received a power surge and the screen never turned back on.